Manufacturer narrative:
The correction of describe event and problem, h6 medical device ¿ problem code, investigation findings and investigation conclusions deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on (B)(6) 2024 getinge became aware of an issue with one of surgical lights - volista ii standop. It was stated the cover came off from device. We decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination or serious injury. Corrected describe event and problem: on (B)(6) 2024 getinge became aware of an issue with one of surgical lights - volista ii standop. It was stated the cover came off from device. We decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination or serious injury. Further information provided by getinge employee on (B)(6) 2024 indicated the dust cover just came off on one side. Based on additional input from getinge employee it was possible to determine that the issue investigated herein is not safety and risk related, as there was no cover detached from device, which was initially considered. Therefore, the scenario described in the record is considered as non-reportable. Previous h6 medical device ¿ problem code: mechanical problem/detachment of device or device component//2907 corrected h6 medical device ¿ problem code: no apparent adverse event///3189 previous h6 investigation findings: results pending completion of investigation///3233 corrected h6 investigation findings: none previous h6 investigation conclusions: conclusion not yet available//11 corrected h6 investigation conclusions: cause traced to component failure//4307 initial information provided was pointing that the cover came off from device. Detachment of cover from device based on risk, is considered as a potentially reportable incident, therefore an incident was reported. According to additional clarification provided by the getinge technician, the initial information was incorrect. It was determined that the issue investigated herein is not safety and risk related as dust cover came off on one side and nothing fall down. The investigation was performed. The investigated scenarios did not cause risk to human life. The review of the customer product complaints, related to investigated issue in time, shows that there is no regular income. It was established that when the event occurred, the device was up to the manufacturer specification and was not being used for patient treatment or diagnosis. No apparent reason was identified for suggesting to open a CAPA or evaluation for the need of another action in the market.

Event description:
On 14th february, 2024 getinge became aware of an issue with one of surgical lights - volista ii standop. It was stated the cover came off from device. We decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination or serious injury. Further information provided by getinge employee on 12th march 2024 indicated the dust cover came off on one side. Based on additional input from getinge employee it was possible to determine that the issue investigated herein is not safety and risk related, as there was no cover detached from device, which was initially considered. Therefore, the scenario described in the record is considered as non-reportable.

Event description:
On 14th february, 2024 getinge became aware of an issue with one of surgical lights - volista ii standop. It was stated the cover came off from device. We decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination or serious injury.

Manufacturer narrative:
Event site name: (B)(6) hospital additional information will be provided following the conclusion of the investigation.